Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a bolus, then noticed that the insulin gauge was inaccurate. Subsequently, a malfunction alarm occurred which resulted in the pump battery depleting and the pump shutting down. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no impact to the customer¿s blood glucose.